Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that suspected false pause episodes were noted via merlin.net. The episodes show few seconds of no sensing. No further information provided.

Event description:
New information notes that it is suspected that the false pause episodes were due to the patient leaving environment next to the mountains. The patient is healthy and have not returned for follow-up.